Manufacturer narrative:
Prime alarm during the basic occlusion test due to loose/protruded drive support disk. Insulin pump passed displacement test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Event description:
Customer reported via phone call that the device alarmed compromised force sensor system alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.